Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the right ventricular lead did exhibit low shock impedance, possibly less than 125 ohms. There was no report of adverse patient effect associated with this clinical observation.

Manufacturer narrative:
Low shock impedance when the lead appears to be functioning normally, and the patient does not require high voltage (hv) therapy reasonably suggests a device malfunction. To date, both devices remain actively in service. The boston scientific local area sales representative has been contacted for more information. The investigation remains open at this time.

Manufacturer narrative:
Most recently, information was received that the patient had been brought in for further testing once the latitude red alert had been received. The health care personnel confirmed with the boston scientific local area sales representative that all the measurements they had were within normal range.